Event description:
The dexcom sensors wil not normally stay attached to my son's body for the prescribed 10 days. I have been battling this issue with dexcom. We have had to call and they have been replacing the failed sensors but having to waste time to call everytime one does not last the 10 days has become, as it takes time out of my day that I do not have to spare. Technical support has suggested use of an add'l adhesive product and an overlay patch product. We have been doing this but it is only marginally helpful. My son is (B)(6) and I find it hard to believe that he is the only one that has this problem but I have been told that they have a less than 1% fail rate. Also, I placed an order for the next 3 month supply on may 31, 2019 and requested overnight delivery which would have had the sensors to us by monday (B)(6) 2019. When the shipment did not arrive on tuesday june 4th, I called back, spoke to csr who informed me that the sensors were on back order and would not be shipped until june 9, 2019. Obviously, they are having problems with their manufacturing to meet the demands. Higher blood glucose. FDA safety report ID# (B)(4).